Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device was not evaluated because it was never returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a damaged instrument was discovered. It could be seen that the tip was bent. There was no patient present at the time of the event.